Manufacturer narrative:
The needles/suture were examined for visual inspection attribute defects and it was observed that one needle was bigger than the other needle. The tip of the needles was examined and both tip type belongs to a taper point. The raw wire diameter of the needles was measured and the needles were within the requirements. According the sample condition, it was observed that the curvature was different between the needles; the assignable cause is a mixed needle.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and suture was used. The device package was opened and needle size appeared different on each end. Procedure completed with same/like device. There was no adverse consequence to the patient. Additional information has been requested.